Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a temperature alarm while the pump was charging. The pump was not within abnormal temperature conditions. The customer's blood glucose level was 188 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.